Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 512 mg/dl at the time of incident. Customer reported that the insulin pump was not on auto mode at the time of incident. Customer declined to continue with the troubleshooting. Customer stated cannula was bent. The device will not be returned for analysis.